Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that interrogation of this system identified that a lead safety switch (lss) had occurred due to a pacing impedance measurement of 2011 ohms on the atrial channel. A review of the data showed the impedance had been steadily increasing. There was no noise or inappropriate mode switches. The lss maximum impedance limit was increased and the patient was set up with home monitoring. No adverse patient effects were reported.

Event description:
It was reported that this patient's atrial lead was exhibiting noise due to electromagnetic interference, oversensing and pacing inhibition with no asystole in addition to the out of range pacing impedance measurements previously reported. A revision procedure will be scheduled in the future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.